Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 40 mg/dl and the high blood glucose of the patient was 400 mg/dl. Customer reported other blood glucose level was 116 mg/dl and 102 mg/dl. Customer treated with insulin pump, food and manual injection. Troubleshooting was not performed. The product will not be returned for analysis.